Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the hospital complaining of dizziness. It was determined that the ventricular escape rhythm was 30 beats per minute. In addition, there was no capture noted on the electrocardiogram (ECG). It was mentioned that the device was unable to be interrogated. Unexpected battery depletion is suspected. The device was explanted and replaced successfully. After explant, the device was able to be interrogated with a remaining longevity of 8 months estimated. It was noted that the device had not yet reached elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.